Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2021 was chosen as a best estimate based on the date of the mesh removal surgery. This event was reported by the patient's legal representation. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with menorrhagia, dysmenorrhea and stress urinary incontinence. On (B)(6) 2019, she was implanted with an obtryx ii system - halo device during total vaginal hysterectomy, transobturator mid-urethral sling and cystoscopy procedure. In (B)(6) of 2021, the patient had several hard sneezes, "felt something give" and subsequently experienced pain, pressure and urgency. Pelvic exam revealed a 1cm mesh erosion at the left corner and grade 2 cystocele. On (B)(6) 2021, the patient underwent anterior colporrhaphy, removal of tvt mesh erosion (left tvt arm), cystourethroscopy and coaptite periurethral bulking procedure due to cystocele, stress incontinence, and mesh erosion. A sample of blue synthetic flexible mesh material was submitted and showed tan-yellow adherent tissue was present.